Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating that the stimulation issue was resolved and everything was working fine.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient constantly had to adjust stimulation to get coverage. The caller reported that sometimes the stimulation was in the wrong leg and sometimes they needed to turn it off because it got too ¿pulsey.¿ the location of the symptoms was in the back and legs. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.